Event description:
The customer reported that it was reported when the patient with a pacemaker went into cardiac arrest, alarms were not generated on the monitor. The device was in use on patient at time of event, there was an adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Manufacturer narrative:
The record was reviewed and there was no further information provided by the customer. It could not be determined whether harm occurred, therefore corrections were made to the report. Corrected b1, h1 and h6.

Manufacturer narrative:
A philips technical support engineer spoke with the customer and confirmed the reported issue that "no asystole alarm". The engineer reviewed the logs and determined that there was some ¿ECG contact failure¿ in the logs before and after the event. Engineer asked the customer to check the ECG leads/cable/pads, but no response received. Based on this information, it appears ECG signal issues may have contributed to the reported event; however, the cause remains unknown.

Event description:
It was reported that there was no asystole alarm (audio or visual) but there was a low spo2 alarm. The nurses were nearby and responded to the change in patient condition. It is indicated that there were no adverse effects due to the absence of the asystole alarm. The log files have been attached for review. Based on the information provided the device did not cause or contribute to the reported asystole.